Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The patient was hospitalized and a replacement operation will be scheduled. The pacing lead remains in use. No further patient complications have been reported as a result of this event.